Manufacturer narrative:
Concomitant products: 419488 lead, implanted: (B)(6) 2006; dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that a lead alert triggered, and high impedance measurements were observed with the right ventricular (rv) defibrill ator, and superior vena cava (svc) portions of the rv lead. High pacing impedance was also noted with rv tip-to-coil programming. In addition, the atrial lead was reported to have dislodged. The patient was admitted to the hospital, and the right atrial (ra) and rv leads were inactivated; both leads remain in the patient. A new rv lead and new implantable cardioverter defibrillator (ICD) were implanted on the patient's right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.